Event description:
Related to 704530 & 704535. The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) did not load properly per the staff. It was noticed that the seal looked not centered. It was hard to squeeze the 2 blue wings. The device was not used on the patient. An additional hsk-3038 was opened and it too did not load correctly, a third hsk-3038 was opened and loaded properly, (the third hsk-3038 was a different lot #). No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/18/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. No signs of clinical use or blood were observed on the device. The device was returned in the packaging but the packaging was not sealed. The delivery device was returned inside the loading device. The seal was observed to be centered in the window of the loading device. A mechanical evaluation was conducted. The seal was loaded into the delivery device with no physical or visual difficulties. The blue slide lock was moved to the off position and the white plunger was depressed. The seal was deployed and removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches ((B)(6)). The length of the delivery tube was measured at 2.51 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. The lot # 3000260277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.